Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed and instructs that physicians should immediately discontinue use if breaks or fractures appear in the device and/or to not use if breaks, scratches, and cracks are present in the insulation of the device. The complaint device was not returned; therefore, no physical examinations could be performed. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
The loop broke shortly after starting the case. The loop did not separate and came out when the device was removed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is still under investigation.

Event description:
The loop broke shortly after starting the case. The loop did not separate and came out when the device was removed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.